Manufacturer narrative:
Service provider reported having received communication from the end-user that they had suffered a fracture to their tibia (no mention as to left or right) to which they allege occurred while using the chair to perform a stand function. According to the service provider, the end-user believes this incident may have occurred when the device was being set up upon initial delivery. The service provider and permobil representative were present at the initial delivery/set up of the device, both reporting of nothing abnormal having occurred during the set-up, nor the end-user bringing anything to their attention during the set-up process. At this time, it is unclear how or when the reported injury occurred as the device is reported to be fully operational. The service provider is still gathering information from the end-user and is scheduling with end-user to inspect the device and re-evaluate possible positioning needs. If any further pertinent information is received, a follow-up report will be submitted. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report of end-user alleging having suffered a fractured tibia after performing a stand function with the chair.